Manufacturer narrative:
The reported event of failure to advance guidewire was not confirmed. A complete lead was returned in one piece. A guidewire was able to be fully inserted and removed from the inner coil lumen without any obstruction/restriction. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted. S-curve was measured to be within specification.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead failed to have the guidewire completely advanced. The lv lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.